Manufacturer narrative:
(B)(4). Batch # r5813a. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm the product code of cdh29? Was the device a cdh29a? If possible, can you please follow-up to confirm how the procedure was completed after the device was removed from the patient? Were there any issues with the staple line such as malformed staples, irregular shape or legs straight? Was there any issue of staples missing from the staple line (incomplete staple line)? Was the anastomosis disrupted due to the issue that occurred? If yes, how was it repaired? Was there any change in the procedure or post-operative care of the patient due to the event? If yes, please provide further detail.

Event description:
It was reported that during a low anterior resection the device fired the staples but did not cut. "The device had to ripped out of the patient." The current condition of the patient is unknown. It is also unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). Batch # r5813a. Device evaluation: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.